Event description:
The hospital ICU staff attended to a patient diagnosed in cardiac arrest. When the third defibrillator shock was administered to the patient (using disposable defibrillation electrodes), sparks were allegedly observed near the sternum defibrillation electrode and the patient's chest hair ignited. The ambu mask and tubing also ignited. The flames were extinguished and treatment of the patient was continued. The patient was not resuscitated. The medical examiner indicated the alleged problem did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's condition.